Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing pocket stimulation. Upon review, the pulse generator was found to be in backup operation. The device was restored after a firmware download. The patient would continue to be monitored.